Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated to a connector. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.